Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Corrected fields: impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode, with a pause in pacing between 2-3 seconds that resulted in asystole, with the patient asymptomatic. This device was subsequently explanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode, with a pause in pacing between 2-3 seconds that resulted in asystole, with the patient asymptomatic. This device was subsequently explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Corrected fields: impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode, with a pause in pacing between 2-3 seconds that resulted in asystole, with the patient asymptomatic. This device was subsequently explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Corrected fields: impact codes field (h6) in section h, device manufacturers only. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode, with a pause in pacing between 2-3 seconds that resulted in asystole, with the patient asymptomatic. This device was subsequently explanted. A new device was implanted. No additional adverse patient effects were reported. This device has been returned and analyzed.